Manufacturer narrative:
Continued zip code e1: (B)(6). Continued state e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "didn¿t come out of the plastic box insert 'totally' stuck". Device was not implanted.